Event description:
The user facility reported a malfunction involving a surguard 2 needle/hub from either lot no. 221010b, 220912b, or 220809b, which were used to manufacture one ims phytonadione lot. The reported malfunction occurred with one ims phytonadione injection unit. During the administration of an intramuscular (im) injection, the hub broke, leaving the needle in the infant's thigh. Upon removal, it was noticed that the needle had broken off at the base of the hub juncture. Additional information was received on 24 feb 2025: there was no injury to the patient. The reporter stated that the device was not bent or manipulated in any way during use or prior to insertion into the patient. The reporter also noted that no damage was observed, and the needle broke off as soon as contact was made with the thigh.

Manufacturer narrative:
D4: lot #: potential codes: (B)(6). D4: expiration date: potential dates: 31-jul-2027, 31- aug-2027 & 30-sep-2027. E3: occupation: quality assurance - ims. H4: device manufacture date: potential codes: 09-aug-2022, 12-sep-2022 & 10-oct-2022. The actual sample was not available. Instead, a photo of the actual sample with non-terumo syringe was received. The cannula was broken. The defects that could cause a broken cannula cannot confirmed through the photo. Retention samples were visually inspected and confirmed free of defects such as dents, scratches, bent cannula, tilted cannula, and damage to the cannula that might contribute to the complaint. There was no issued nonconformity report related to human error during the production lot. The needles were manufactured at needle assembly machines 1 and 8. Machine 8 has an inspection system that detects tilted and bent cannulas. Dummy checking is conducted for every type of change, end of the lot, and machine adjustment/troubleshooting/replacement of parts to ensure the accuracy of the inspection system. During the collar assembly process, the hub fit is loosened from the protector before placing the needle into the collar. Prior to proceeding to the next process, the hub, cannula, and collar are pressed into the protector wherein a photoelectric sensor detects if the height of the protector is correct. At the cannula station, an inspector ensures proper cannula alignment to prevent bent needles. Our product has an allowable tilting of the needle of not more than 2°. Tilted cannulas are one of the check items in the hourly in-process inspection during needle assembly. Visual in-process inspections are conducted during the manufacturing process to detect abnormalities in the product that may cause needle breaks. Before shipment, qc conducts outgoing inspections to check the overall condition of the products. Our cannula is a supplied raw material that complies with iso 9626, particularly on stiffness and breakage. It has undergone incoming inspection which includes visual inspection, dimensional inspection, and verification of quality certificate. From the previous two fiscal years to the present, we received a total of seventeen (17) complaints for the same issue, the cause of which was not identified as being related to our product or the manufacturing process. The root cause of the problem could not be identified based on our investigation of all the available information regarding this issue. A review of the product's lot history file revealed no related issues that would cause the needle to break during aspiration of the medicine. Our cannula is supplied with raw material that conforms to iso 9626, specifically on stiffness and breakage. We have routine inspections to check the condition of the products. We perform an outgoing inspection prior to shipment to ensure the overall condition of the needles. Our process is assured, and the complaint is unrelated to our manufacturing process. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).